Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that three days after implant this right atrial (ra) lead exhibited out of range impedances and loss of capture. It was believed that this ra lead had dislodged. Subsequently, the patient underwent a revision procedure, and this ra lead was successfully repositioned. No additional adverse patient effects were reported.